Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead complained of discomfort in the chest area. An echocardiogram and x-ray were performed. A minor perforation was suspected. A revision procedure was performed and this rv lead was explanted and replaced without complication. The boston scientific sales representative did not believe the lead to have malfunctioned and reported that the physician elected to implant a new lead due to the revision procedure. The implanting facility would not release the rv lead. Therefore, the product will not be returned for analysis. No complications were observed during the procedure. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.